Event description:
The cardiac resynchronization therapy device (crt-d) is emitting r-wave synchronous beep tones. It was further reported that the 'beep on paced and sensed r-wave' feature was not programmed on. The 'beep on sense' feature was programmed on and then off, but the tones persisted. In addition, the device was exposed to a magnet in an effort to stop the tones, and this, too, was unsuccessful. Trouble-shooting measures taken confirmed the device is no longer capable of delivering tachy therapy should it be required. The crt-d was removed and returned to guidant for analysis.